Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging a onetouch lancing device was not firing. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 in the evening. The patient reported using non adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2014 he increased his usual dose of insulin by 5 units. The patient denied developing any symptoms on the day of the alleged issue. However the patient reported on (B)(6) 2014 in the evening he went to the emergency room (ER) and received glucagon injection from a healthcare professional (hcp). The patient reported his blood glucose was measured by the hcp however a reading was not reported. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was the first time the lancing device had been used. The patient¿s testing technique was reviewed and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he was unable to test his blood glucose, took an increased dose of insulin, and required treatment in the e.r. For an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.